Event description:
It was reported that prior to start of a da vinci-assisted sliding hiatal hernia surgical procedure, it was observed that the mega suture cut needle driver instrument had a broken cable. There was no report of patient involvement or reported injury. Isi received the following information from the customer: they stated that what caused the cable to break is unknown, they reconfirmed that the damage was observed before the procedure and it was not used for the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.